Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had no superior vena cava (svc) impedance measurement one day post implant. It was noted that after the surgery, the svc coil had a reading of fifty ohms. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.